Event description:
I have had 2 depuy knee replacements, one was placed on (B)(6) 2004 and the other was placed on (B)(6) 2005. On (B)(6) 2010, I had to have a total knee replacement put in my right knee because the part placed in (B)(6) 2004 was breaking apart at my knee -the x-ray I am told showed this, the orthopedic doctor could feel it upon exam, and I felt it everyday I had to walk on it in terrible pain for 2 yrs- till I had insurance and couldn't take the pain anymore- it was affecting my ability to work and people -co-workers, family, friends- could see it when my knee would actually "go out of place -- as well as the present surgeon who put in the new replacement part said it was breaking apart inside and practically fell out into his hands on the operating table. My former ortho doctor who placed the two partials in, told me he was "not surprised" as it was not that the "replacement part" he used was defective as much as the cement that went with it.... He said he found it tended to "fracture" which caused the replacement parts to loosen within, so he stopped using this particular type 5 yrs ago. My main concern now, is the other temporary part in my other knee which is starting to act and appear like the other one.... I am having a very hard time with this new knee and had to just undergo a "manipulation" under general anesthesia to break scar tissue. This is a personal hell for me. It has affected my quality of life greatly... People say I walk like I'm crippled! -they also said this prior to my now new knee replacement- I walk sideways... It is affecting my hip and my back-. I was told that only zimmer knee replacements have been recalled and depuy hip replacements -my father in law has a hip replacement -- but you need to take a look at these depuy replacement knees and especially since my knee was doing what they are claiming has happened with the hip replacements for this same company. I went to therapy for both partial knee replacements for 3 months back in 2004 and 2005, and I am currently going to therapy for the new total knee replacement weekly. Dates of use: (B)(6) 2004 -- (B)(6) 2005 -- (B)(6) 2010. Event abated after use stopped or dose reduced: no.